Manufacturer narrative:
H3. Analysis of the communicator found micro usb charge port is loose, passed battery charging bench test, and electrical failure ( trs210004.1/push button led on/0/bool/1/). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported that the communicator was not holding a charge and needed to be plugged in all the time. The patient stated they charge the communicator until the battery indicator light is green, they unplug the communicator and bolus and then plug the communicator back in and the battery indicator light is red/amber. The patient stated the company representative was made aware of the reported issue about 2 weeks ago while at the doctor¿s office. The patient stated the event date was about 3 weeks ago. A replacement communicator was requested from the repair department.